Event description:
The coil prematurely detached during deployment, the physician was able to implant the coil into the aneurysm. There was no reported clinical consequence to the patient.

Event description:
The facility reported a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. The user interface module master software version is (B)(4), which is classified as remediated. No additional information is available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 545:320:844:0000 which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair this condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition occurred on (B)(6), 2010 and not the originally reported occurrence date of (B)(6), 2010.